Event description:
Customer (individual 1) reported 10 false positive results on behalf of herself and individual 2. It was determined that the 10th potential false positive event was in agreement with a sars-cov-2 pcr test taken the following day, therefore, that event is not reportable. This MDR will document 1 false positive event; see related cases for remaining 8 false positive events. Customer reported false positive result using cue covid-19 test for home and over the counter (otc) use with cue reader 12102010012941. No further information including date of event, cartridge lot number, cartridge serial number, patient specific information or if any outside confirmatory tests were taken. Cartridges were stored according to instructions for use.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.